Manufacturer narrative:
Field service engineer performed operational checks and completed a pm checklist in accordance with maintenance section of the injector service manual. The injector is operating within manufacturing specifications. Returned to full service by the customer.

Event description:
In 2009: customer reports in preparation for an abdominal/pelvic CT, a 20g left ac IV was inserted by the PICC team utilizing ultrasound guidance with good blood return. Injection protocol was 2ml/sec for a volume of 100ml. Optiray 320 contrast media loaded into the syringe. Customer does not know the lot # or exp. Date of the optiray. The technologist estimates between 96 and 100ml's were infiltrated. There was no pain reported by the pt at the injection site or surrounding area. Ice pack placed on the ac area per hosp protocol. Pt was referred to a plastic surgeon, who admitted the pt for observation due to the infiltration. CT supervisor reports that the pt was doing well the day following the infiltration. No further info available.